Event description:
The report received from the sales representative indicated that following implantation of a 6x40mm precise pro rx stent, the patient expired in the pca recovery room due to cardiogenic shock. The user does not think the event was related to the stent and procedure. The stent was successfully implanted in the patient. There was no report of product malfunction. The product was stored, inspected, handled, and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The procedure was a left carotid angiogram with stenting. The diameter of the unconstrained stent was sized 1-2mm larger than the vessel diameter. The lesion was calcified (90% or so, well over 50%) and tortuous. The stent fully expanded with good wall apposition. The user aspirated prior to contrast injections. There was no air bubbles noted at any time during the procedure. There was no thrombus noted pre-deployment and post-deployment. An angioguard embolic protection device was not used. The patient did not exhibit any signs or symptoms of an adverse event. According to the sales rep, the event occurred ¿after the procedure was over and the patient appeared well. Neuro checks done at some point the patient mentions and then denied chest pain. I know an electrocardiogram and possibly an echocardiogram was done because of this. The patient went to the pacu. It was in the pacu that the patient coded and I know CPR was started. I later heard that the patient did expire and the md mentioned cardiogenic shock and a weak heart.¿

Manufacturer narrative:
Complaint conclusion: the report received from the sales representative indicated that following implantation of a 6x40mm precise pro rx stent, the patient expired in the pca recovery room due to cardiogenic shock. The user does not think the event was related to the stent and procedure. The stent was successfully implanted in the patient. There was no report of product malfunction. The product was stored, inspected, handled, and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The procedure was a left carotid angiogram with stenting. The diameter of the unconstrained stent was sized 1-2mm larger than the vessel diameter. The lesion was calcified (90% or so, well over 50%) and tortuous. The stent fully expanded with good wall apposition. The user aspirated prior to contrast injections. There was no air bubbles noted at any time during the procedure. There was no thrombus noted pre-deployment and post-deployment. An angioguard embolic protection device was not used. The patient did not exhibit any signs or symptoms of an adverse event. According to the sales rep, the event occurred ¿after the procedure was over and the patient appeared well. Neuro checks done at some point the patient mentions and then denied chest pain. I know an electrocardiogram and possibly an echocardiogram were done because of this. The patient went to the pacu. It was in the pacu that the patient coded and I know CPR was started. I later heard that the patient did expire and the md mentioned cardiogenic shock and a weak heart. ¿ the (B)(6) female patient has a history of cardiac bypass surgery (2014) as well as potentially an mi at the time. The complaint device was not returned for analysis as it remains implanted. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Cardiogenic shock is a dangerous complication associated with large myocardial infarctions and is manifested by the inability of the heart ventricles to effectively pump blood out of the heart and into the systemic circulation. This inability to pump the blood systemically can lead to damage to other vital organs such as the kidneys, liver and brain. It can be caused by damage to the heart muscle related to a large myocardial infarction, cardiomyopathy, and cardiac valve dysfunction such as aortic stenosis or hypertrophic cardiomyopathy. Treatment includes depending on the type of mi, infusing fluids, inotropic drugs anti-arrhythmic medications or an intra-aortic balloon pump. According to the mayo clinic web site cardiogenic shock is rare and often fatal if not treated immediately. Even if treated immediately about half the people that develop cardiogenic shock survive. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). Please note that the event date ((B)(6)) was provided incorrectly in order to meet electronic medwatch acceptance requirements. It is only know that the patient was born in (B)(6); the month and day is currently unknown. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.